Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4), reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device has been discarded. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. (B)(4). Concomitant medical products: item# unknown / unknown head / lot # unknown. Item# unknown / unknown cup / lot # unknown. Item# unknown / unknown stem/ lot # unknown. Date of event: 2013 . Foreign report source: (B)(6).

Event description:
It was reported that patient underwent hip revision surgery 10 years post implantation due to osteolysis. Liner was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.